Event description:
On (B)(4) 2012, it was reported that this vns patient was experiencing adverse events. The patient reported that her device was programmed on two days after surgery. Since that time, the patient had been experiencing nausea with stimulation. The nausea did not consistently occur, but the patient stated that she felt the onset of the stimulation, which was not painful but rather annoying. At a follow-up appointment (date alleged to be (B)(6) 2012) with the surgeon, the output current was disabled. The patient stated that she felt that she had to brace herself for stimulation sometimes and felt that if the output current were increased even a little bit, she would be unable to hold off a coughing fit. The patient had difficulty eating, not necessarily due to swallowing problems but rather due to the nausea. The patient saw an ent on tuesday (presumed to be (B)(6) 2012) who confirmed that the patient had left-sided vocal cord paralysis. The patient confirmed that she was intubated for the vns procedure; however, the patient stated that the ent reported that it was not likely due to the intubation. The patient stated that her neurologist programmed her device back on to 15; however, the setting that was at this value was unknown. The patient had not mentioned these events to the neurologist. Follow-up showed that the vocal cord paralysis was believed to be related the patient¿s implant surgery on june 25, 2012. Diagnostics could not be run because of severe coughing. The vocal cord paralysis was constant. Nausea and swallowing difficulty were also present. It was believed that the symptoms were related to the paralysis and not the device itself. The patient was able to perceive stimulation but was not coughing at an output current on 0.25 ma. The patient had no history of these side effects, and no changes were made because of the paralysis. It was also confirmed that the patient saw an ent who stated that the left side was completely paralyzed. The patient¿s neurologist was going to watch over the patient for the next few months to see if things became better.

Event description:
The patient reported that after the device was turned on ((B)(6) days after implant), she immediately began to feel nausea with stimulation as well as a cough. She stated that her settings were .25 at 60 seconds. The patient said she continued to experience nausea and was unable to eat; therefore, the surgeon programmed the device off. The patient stated that she was referred to an ent and was informed that she had left vocal cord paralysis. The patient's voice was constantly hoarse. The patient's neurologist programmed the device back on, and the nausea returned.

Manufacturer narrative:
Description of event, corrected data: previously submitted MDR inadvertently omitted information. This report is being submitted to correct this information.

Manufacturer narrative:
Eval codes: device failure is not suspected; however, diagnostic results cannot be obtained. The event has been reported to be related to the patient's implant surgery.